Manufacturer narrative:
The following fields were updated due to corrected information: b.5. Describe event or problem: it was reported that intima-ii 24gax0.75in prn slm leaked blood. The following information was provided by the initial reporter: there was blood on the needle during needle disengaging. D.1. Medical device brand name: intima-ii 24gax0.75in prn slm. D.4. Medical device catalog #: 383028. D.4. Medical device lot #: 0231286. D.4. Medical device expiration date: 9/21/2023. D.4. Unique identifier (UDI) #: (B)(4). H.4. Device manufacture date: 8/18/2020. H.6. Investigation: a device history review was performed for the reported lot#. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for the reported lot#, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that intima-ii 24gax0.75in prn slm leaked blood. The following information was provided by the initial reporter: there was blood on the needle during needle disengaging.

Manufacturer narrative:
Medical device lot #: the customer provided lot # 0231286. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that intima-ii y 24gax0.75in prn/ec slm leaked blood. The following information was provided by the initial reporter: there was blood on the needle during needle disengaging.